Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that their pump only lasted only last 1 year and 3 months where the motor stalled. Per the patient the first pump was a blessing and changed her life and could have been on tv commercials because it was so wonderful.the second pump was where things changed. The patient's pump was replaced (B)(6) 2014. The patient stated that they had two dye studies done on it before it was replaced. Per the patient the pump was supposedly returned as the patient stated that they signed something so the pump could be taken and analyzed. The patient was told that if the "unapproved drug" worked in the first pump for over 6 years there should be no reason it didn't work in the second , it was an issue with the pump.

Event description:
Since implant, the patient had not had relief from the pump. The patient initially thought that it was just surgical pain that she was experiencing for a month to a month and half after implant, but the pain never got better. Three months after implant, the patient was in extreme pain. The patient didn¿t think that the pump was working correctly; there was something wrong with the pump. There had been reservoir volume discrepancies. At the very first refill after the pump was implanted there was a minimal volume discrepancy and then it got worse as each refill went on. The patient believed that the pump was only working half the time and was not working on the date of this report. The patient thought she heard her pump alarming 6-8 months ago, but her doctor told her that it was not her pump that was alarming. The patient went in and out of withdrawal. For the past 4-5 months, the patient had described intermittent frequent withdrawal symptoms of sweaty and chills. The patient would go for a couple of weeks and feel well; then all of a sudden withdrawal symptoms again. On the date of this report, her clothes were all wet and she felt like she was in withdrawal. The patient was at the clinic on the date of this report for a pump refill and there was an even bigger reservoir volume discrepancy; the expected volume was 3.7 ml and the actual volume was 8.5 ml; ¿so it was getting worse¿. At the prior refill, the actual volume was 5 ml greater than the expected volume; this reporter did not have the exact numbers. A few months prior to this report, they did a catheter dye study and then increased the patient¿s dose by 10%. On the date of this report, there were no active pump alarms and no diagnostic studies were performed. It was later reported that on (B)(6) 2014 a dye study was done. The hcp (healthcare professional) told the patient that if he could aspirate the catheter and draw up fluid it meant that the catheter was clear. The hcp was able to draw up 2.5cc and then proceeded with the rest of the dye study putting dye in the catheter. The catheter was looked at under x-ray/fluoroscopy and they saw that the catheter was ¿clear all the way up to the patient¿s neck¿. Per the patient, the hcp felt the ¿program was broke for the pump¿; the patient didn¿t know what the hcp meant. The hcp ¿did the pump and watched that through x-ray as well and took pictures as well and said the program is broke¿. The hcp told the patient that the pump wasn¿t working and would probably need to be replaced. The pump was not delivering the pain medication as it should be. The patient was put back on pain pills approximately 6 months ago when there was a lot more in the reservoir than was supposed to be. The patient was given oral percocet 6 months ago, but it only ¿takes the edge off¿ and the patient was ¿suffering¿; it hurt to ¿walk, dress herself, everything¿. At the next visit, there was a lot more and at that time the hcp tried turning up the pump. The pump had been turned up three times. The patient had been trying to do everything to avoid surgery. The patient felt that the pump was awesome when it worked and it had changed her life; the patient had instant pain relief with her initial pump implant and the suffering was gone. The patient was glad that her catheter was clear because that surgery was more intense than other places on her body. The patient was waiting for a call from the hcp for next steps/final decision. As of (B)(6) 2014, the patient was ¿sweating in withdrawals and hurting¿; she was taking hydrocodone every 4-6 hours. The patient was crying and in pain. Before the pain pump, the patient was a ¿zombie¿ on oxycontin; it was the reason she went to the pain pump; she didn¿t want to go to something stronger orally. The patient¿s stomach was very sensitive to oral hydrocodone and percocet and she didn¿t like the way that pain pills made her feel. Pain patches in the past made her ¿stoned out¿, didn¿t work, and made her sick. The patient was concerned that her insurance wouldn¿t cover a pump replacement. The device system was delivering hydromorphone; the patient had been on the same medication for the last 9 years. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
As the patient had not had efficacy since implant and at each refill there had been 5-6 additional mls of volume versus what was expected the pump was replaced. The patient status was reported as "alive-no injury."

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).